Event description:
The customer reported that the device had an "interruption of spo² measurement" which "occurred sporadically". There was no patient impact or consequence reported.

Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Manufacturer narrative:
Other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The device was found to visually and audibly alarm during alarm conditions. The device was confirmed to be functioning as designed. Health effect impact code: no adverse event; no patient impact. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported that the device had an "interruption of spo² measurement" which "occurred sporadically". There was no patient impact or consequence reported.